Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room upon receiving inappropriate defibrillation therapy from the implantable cardioverter defibrillator. The device remains implanted and no programming modifications were performed. No further information was reported.